Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and resistance was observed as the device was inserted through a trocar, which confirmed the complainant¿s experience of improper fit. Visual inspection was performed, where the distal end of the channel support assembly (csa) was observed to be mis-stamped. Based on the condition of the returned unit, it is likely that the reported event was caused by a mis-stamped csa. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: translation: I'm [name], your new contact for applied medical devices in (B)(6). (Name redacted) has informed me of your request for coelio clip applicators for our 5mm diameter trocars. For your information, the samples (ref: ca500) have been sent and arrived at your facility yesterday. Indeed, I would have very much liked to meet you and discuss this device during a trial with you. I did test 2 forceps yesterday. You have to use a lot of force to get the forceps to fit into your 5mm trocar and unfortunately one of them jammed completely intraoperatively with a clip stuck at the end of the forceps. I'll let my colleagues test the other samples information received by company rep. Via e-mail on 29may2024: 1. The surgeon took an other ca500 and passed it through a 10mm trocar. 2. Concomitant device- 5mm trocar. 3. Device did not jam on a vessel. 4. Device locked in the closed position. Information received by company rep. Via e-mail on 17jun2024: lot number: 1513143. Patient status: unknown. Intervention: the surgeon took another ca500 and passed it through a 10mm trocar.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unknown. Event description: translation: I'm [name], your new contact for applied medical devices in normandy. (Name redacted) has informed me of your request for coelio clip applicators for our 5mm diameter trocars. For your information, the samples (ref: ca500) have been sent and arrived at your facility yesterday. Indeed, I would have very much liked to meet you and discuss this device during a trial with you. I did test 2 forceps yesterday. You have to use a lot of force to get the forceps to fit into your 5mm trocar and unfortunately one of them jammed completely intraoperatively with a clip stuck at the end of the forceps. I'll let my colleagues test the other samples patient status: unknown. Intervention: unknown.